Event description:
It was reported to boston scientific corporation that a coredx device was used in the lungs during an unknown procedure performed on (B)(6) 2026. During procedure, the coredx was inserted through the pulmonology scope into the lung. However, the jaws of the forceps detached and fell into the patient. The detached jaw was retrieved with a new scope. The procedure was completed. The patient experienced life-threatening hemorrhage that was resolved using advanced bronchoscopy technique and endobronchial medication. It was reported that the hemorrhage was likely developed due to the nature of the tumor being a vascular carcinoid along with the forceps effectively slicing the peripheral edge of the tumor. Follow-up attempts have been initiated to obtain additional information regarding the nature of the bleeding.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of jaws detachment of device or device component. Imdrf patient code e0506 captures the event of hemorrhage. Imdrf impact code f2301 captures the additional device required to retrieve the detached jaws. Imdrf impact code f2202 captures the endoscopic procedure of advanced bronchoscopy technique to resolve the hemorrhage. Imdrf impact code f2303 captures the medication required to resolve the hemorrhage. Block h11: the returned coredx biopsy forceps was analyzed, and a visual and microscope inspection found the jacket had evidence of a mechanical cut. The links were detached. The functional test cannot be performed due to the device condition. Based on all available information, the reported event was confirmed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. A risk review was completed and confirmed that the event of "hemorrhage" was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Most likely procedural factors as lesion characteristics, handling of the device, the technique used by the physician, and normal procedural difficulties encountered during the procedure could have resulted in the observed damages in the device. Therefore, it is possible that factors and/or conditions related to procedure during the use of the device could have affected its performance and its intended purpose, leading to the reported event, and probably since the links were detached the physician cut the jacket to remove the device from the scope to avoid damage it. Regarding the system customer altered product (mechanical cut), the issue was found during visual inspection. Therefore, this issue will be classified as "adverse event related to procedure". On the other hand, the events of endoscopic procedure, medication required and additional device required cannot be confirmed because the event happened during the procedure and there is no objective evidence or descriptive conditions to establish the cause of the reported events. For this reason, it will be classified as cause not established. For the as reported patient code "hemorrhage, major", these adverse events are known and documented in the hazard documentation and all reasonable steps have been taken, for this reason these events/codes will be classified as "known inherent risk of device.". Based on all gathered information and the analysis performed on the returned product, it was concluded that the investigation conclusion code of this event is "adverse event related to procedure".

Event description:
It was reported to boston scientific corporation that a coredx device was used in the lungs during an unknown procedure performed on (B)(6) 2026. During procedure, the coredx was inserted through the pulmonology scope into the lung. However, the jaws of the forceps detached and fell into the patient. The detached jaw was retrieved with a new scope. The procedure was completed. The patient experienced life-threatening hemorrhage that was resolved using advanced bronchoscopy technique and endobronchial medication. It was reported that the hemorrhage was likely developed due to the nature of the tumor being a vascular carcinoid along with the forceps effectively slicing the peripheral edge of the tumor. Follow-up attempts have been initiated to obtain additional information regarding the nature of the bleeding.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of jaws detachment of device or device component. Imdrf patient code e0506 captures the event of hemorrhage. Imdrf impact code f2301 captures the additional device required to retrieve the detached jaws. Imdrf impact code f2202 captures the endoscopic procedure of advanced bronchoscopy technique to resolve the hemorrhage. Imdrf impact code f2303 captures the medication required to resolve the hemorrhage.